Manufacturer narrative:
Device evaluation summary: during analysis of the sample a crease was observed in the posterior view. In addition a rupture was found within the crease measuring approximately 4.5 cm. No additional anomalies were observed. A crease/fold failure with a leakage may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implants 200cc and experienced bilateral rupture and bilateral capsular contracture baker grade IV. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 200cc, catalog number 3502200, lot number 7732934, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. This report is for the right side.